Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported using expired insulin, which led to a hospitalization with a blood glucose value of 1000 mg/dl. The customer reported losing their insulin pump and insulin pump during the hospitalization, and that the hospital could not find the equipment. The customer reported wearing the insulin pump leading up to and during the hospitalization. The customer was advised that the device was out of warranty, and then the customer hung up the phone. No further information was provided.